Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer was able to successfully reset it without the malfunction code recurring. The customer was instructed to call back if the issue recurs and acknowledged understanding the guidance.